Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: capsular contracture bake grade unknown, scarring and disfigurement, reconstruction, hospitalization, chronic pain, pain prior to explant procedure, rashes, itching, swelling, asymmetry of breasts, capsular contracture, depression, anxiety, significant weight gain and weight loss, chronic headaches, chronic gastrointestinal upset and reflux.

Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: scarring and disfigurement, reconstruction, hospitalization, chronic pain, pain prior to explant procedure, rashes, itching, swelling, asymmetry of breasts, capsular contracture, depression, anxiety, significant weight gain and weight loss, chronic headaches, chronic gastrointestinal upset and reflux, and diagnostics and explant surgery. Plaintiff has not been diagnosed with bia-alcl." This record is for the left side. The device has been explanted. The events of headache, significant weight gain /loss, gastrointestinal upset and reflex are considered not device related.